Event description:
A customer contacted global technical service (gts) regarding an alarm that appeared on the home choice (hc) during the last fill and the home patient (hp) stated he had swapped the bags when the hc alarmed. There was some solution left in the supply bag. The technical service representative (tsr) had the hp lift the supply bag and press "go" and the hc returned to refilling the heater. The tsr assisted the hp to end therapy. There was patient involvement. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report of use error was received with no alleged device malfunction therefore no further investigation will be performed. The cause of the use error was undetermined. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide and all the printed pouches for disposable products that are intended for single use are labeled with "this device is intended for single use only". A review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up report will be submitted.